Event description:
Pt with metastatic colon cancer to the liver underwent an uneventful second ts treatment of 141 gy to the left lobe of the liver in 5/2002. In 6/2002 pt was admitted to the hosp for feculent vomiting and abdominal pain. Abdominal obstruction was ruled out. They received cathartics with improved bowel function and substantial improvement of discomfort. Pt received IV hydration and was discharged two days later. Event judged to be related to prolonged constipation likely as a result of ms contin therapy and possibly cancer progression and is not likely related to ts treatment.